Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7076438/7076511. Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, batch: 28547368.

Event description:
It was reported that the patient had an infection and the ipg incision site failed to heal. Drainage at the ipg site was noted. The physician did not believe it was procedure nor device related. The patient was placed on antibiotics. The patient underwent an ipg and leads explant procedure and the explanted devices were discarded by the medical facility.